Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on out of service screen and in disconnected mode. The technical support specialist (tss) resynced the station to the server to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es et1-endo2 had been in storage and was not consistently connected to data. The station was currently stuck on the out of service screen and remained on disconnected mode, even though remote access to the device was possible. However, there were no delays or adverse events or injuries reported based on this event.